Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this syringe inflation system exhibited leakage. No adverse patient effects were reported.

Manufacturer narrative:
One portion of a guidewire component was returned for evaluation. No leak investigation completed on this returned part as it is used to hold guide wire in place only during use. The partial component that has been returned meets specification per drawing.